Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely elevated bilirubin while using clinical chemistry total bilirubin reagents. The following data was provided. Sid (B)(6): initial 2.22 mg/dl, repeat 0.25 mg/dl. No impact to patient management was reported.

Manufacturer narrative:
Suspect medical device 4. Catalog number and lot number was changed to architect c16000 analyzer list number 03l77-01 serial number (B)(4) from clinical chemistry total bilirubin list number 06l45-21 lot number 52306uq12. An evaluation is in process.

Manufacturer narrative:
An abbott field service individual was dispatched to the account and found cuvettes overflowing during analyzer cuvette washing. Rollers of the peristaltic head pump were worn and the pump was identified as the likely cause of the issue. The peristaltic head pump [part 7-202463-01] and associated tubing [tubing, peristaltic head (rohs) part 7-35009685-01] were replaced. The analyzer was returned to normal operation. Evaluation of the customer issue included a complaint text review, a search for similar complaints, device history review, instrument log review, instrument service review, and labeling review. No adverse trend was identified for the customer issue. Device history review did not identify any issues that may have caused the customer issue. Log review did not identify any issues that contributed to the customer issue. Service history review identified no contributing factors to the customer issue. Labeling was reviewed and found to be adequate. The issue was resolved by replacing parts. No returns were made available from the customer site for this evaluation. Based on all available information and abbott diagnostics evaluation, no systemic issue was identified and no product deficiency was found.